Event description:
It was reported that the pacemaker device exhibited premature battery depletion. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.